Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump was emitting multiple loss of prime warnings. It was noted that the pump was able to perform the rewind, load, and prime steps after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 - device evaluation:a retained cartridge sample was evaluated by product analysis 07/02/2014 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4).